Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the surgeon placed the catheter on (B)(6) 2012 via the right ij and it was pulled and replaced on (B)(6) 2012 due to a leak which the doctor noticed at the bifurcation.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.